Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec with respect to the reported symptom, which was reproduced. The messages were found to be cause by loose upper latch switch screws. This allows the switch to open causing the unit to think the door is jammed or not fully latched. The upper auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the door jammed message. It was also reported there was no patient involvement.